Manufacturer narrative:
Date sent: 04/01/2009. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device's tissue pad fell off into the pt, but was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt.